Manufacturer narrative:
D10: concomitants: 1798805 204-04-54 - trapezoid tibial tray sz 5f/4t. 2238408 230-02-05 - optetrak asy,cr cemented femoral, sz 5. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2012. Approximately 6 years and 11 months after the initial procedure the patient had a left knee revision on (B)(6) 2019. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2019: diagnosis: failed left total knee arthroplasty due to polyethylene wear "both implants came out rather easily but I would not say there is any gross aseptic loosening other than the fact that there was some subsidence of the tibial component. Also was noted that both posterior aspects of the tibial polyethylene wear fractured in broken multiple areas and multiple small pieces of polyethylene were floating about the knee. He had quite a robust amount of synovitis that again I debrided and sent for evaluation. I also noted a very large amount of polyethylene wear of the patella. Patient was taken the pacu in stable condition."

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, and subsidence or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.